Manufacturer narrative:
Additional device product codes: kwp and nkb. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, a week after the posterior spinal fusion treating osteoporotic vertebral body fracture procedure, the patients CT scan showed that the cement had leaked out and the screw had back out. The patient had the initial procedure on (B)(6) 2021. The procedure was completed successfully without surgical delay. This report involves one (1) expedium verse spine system fenestrated cortical fix polyaxial screw 5.0 x 40mm. This is report 1 of 1 for (B)(4). This (B)(4) is related to (B)(4).